Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was offline and also appeared offline in remote system services. The customer reported that following a server upgrade, ongoing communication issues had been observed. As a result, the two devices were not functioning, users were unable to scan or retrieve medications, and all drawers displayed as failed. Attempts to recover the drawers were unsuccessful. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(4) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(4) was performed from the date of manufacture, 25-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the stations were offline in rss with network connectivity issues and drawer failures preventing access to medications. A field service engineer corrected the network connections and performed a reboot to restore functionality. The system functioned as intended after the field service engineer repaired the device.